Event description:
Medtronic received a report that the pipeline failed to open distally. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the left internal carotid artery. The max diameter was 10.3mm, and the neck diameter was 9mm. The landing zone was 5.5mm distal and 5.4mm proximal. The patient's vessel tortuosity was moderate. Dual antiplatelet treatment, and was said to be a prophylactic level. It was reported that during the attempt to position the pipeline, the guide sheath and catheter system collapsed causing the entire system to bend into the left common carotid artery. It was necessary to reposition the system. After positioning the system in the left communicating segment, the distal part of the pipeline did not open. The pipeline was not positioned in a bend, and more than 50% had been deployed when it failed to open. The pipeline had been resheathed 2 or less times. No additional steps were taken to open the device. The pipeline was removed and replaced, and the patient did not experience any injury or complications. Angiographic results post procedure were said to be satisfactory. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a non-medtronic guidewire, sheath, guide catheter, and microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the pipeline vantage shield embolization device was returned for analysis withing shipping box; within an opened pipeline vantage shield outer carton; and within a dispenser coil. The pipeline vantage shield device was returned within introducer sheath. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The distal end of pipeline vantage shield braid was found not opened due to damaged braid. The proximal end of pipeline vantage shield was found fully opened and damaged. No other anomalies were observed. Testing/analysis: the pipeline vantage shield device was pushed out from introducer sheath without any issue. Conclusion: based on the analysis findings, the pipeline vantage shield was confirmed to have failure/incomplete open at distal as distal end of pipeline vantage shield braid was found not opened due to damaged braid. However, the root cause for damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the event was unknown. According to the doctor there was no friction or difficulty during delivery or positioning.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.